Event description:
A report was received which alleges that a user (minor) experienced a corneal ulcer and painful infection, right eye, (including but not limited to pseudomonas) resulting in blindness as a result of using freshlook colorblends non-prescription contact lenses obtained from a beauty supply store (unauthorized source). The report states that the user was trying the product for the first time and thus only purchased one (1) pair of lenses with no package insert or other such information provided at the point of sale. No further details have been made available.

Manufacturer narrative:
As there was no product returned or lot information provided, no detailed investigation can be performed. The user has reported not receiving the package insert or any detailed information related to user instructions. The product has been reported to have been purchased from an unauthorized source. (B)(4).